Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.(B)(4).

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarms noted during testing. The insulin pump was received with cracked case at display window corners, reservoir tube, battery tube threads, minor scratches on display window and missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed button error and he was unable to reset. The blood glucose reading was 56mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.